Manufacturer narrative:
Pump received pump error 25 alarm which was found in the formatted history file. Unable to perform the self test, displacement test, sleep current measurement test, and active current measurement test, perform secondary pump trace download or confirm the connector resistance on the electrical board due to unexpected critical pump error alarm. Problem isolated to electronic board stack. Pump received with scratched case, pillowing keypad overlay, keypad overlay texture damage, missing end cap address label, missing display window cover, stained keypad overlay, corroded battery tube, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had power error detected on insulin pump. The customer¿s blood glucose level was 23 mmol/l. Troubleshoot was performed for power error detected. Recommended customer refer to back up plan. The insulin pump will be returned for analysis.